Event description:
Patient reported that the back to back testing readings on the ss meter were 169, 0 and 207 mg/dl (165% difference). Tests were done one after the other using different finger sticks. No symptoms were reported. On follow-up, patient confirmed the above information. The pt did not have supplies to do control test and was sent a replacement surestep kit. Lfs representative reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.